Event description:
Affiliated rep reported that according to the register who implanted the sensor indicated that the problem occured after they had zeroed and implanted the microsensor. The sensor was then disconnected from the express box and the patient was taken to intensive care. When the sensor was reconnected, the zero reference displayed was incorrect and they were unable to alter it and continue the monitoring. In the end, they took out the microsensor and implanted a new one using a different express box. The customer thinks that the problem could be related to the express box rather than the actual sensor.

Manufacturer narrative:
The affiliate has not yet returned the icp express unit. Upon their request, they wanted the micro sensor evaluated first. The evaluation revealed that the micro sensor was fully functional and that this complaint could not be confirmed. The supplier noted the following observations: the sensor appears to be undamaged. Sensor sealant is lifting at edges. Catheter material undamaged. Unit passed all tests. Based on these results, the affiliated communicated that they will send the icp express unit in for evaluation. Upon completion of the evaluation, a follow up report will be filed.